Event description:
Consumer indicated the tampon came apart during removal. She thought she may have had a yeast infection and removed remaining pieces on her own.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.